Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis for a week and insulin pump alarmed error. The customer¿s blood glucose level was unknown. It was reported that the customer was using the auto mode. Customer stated that insulin pump was not exposed to a high magnetic field. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to verify s/w due to critical pump error (open book). Pump error 35 alarm noted in the insulin pump history and critical pump error due to out of spec force sensor zero offset (13.1 mv). Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test due to critical pump error (open book). Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.